Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an 8.0 cm abdominal aortic aneurysm. It was reported that a recent CT review showed there was a proximal type I endoleak with aneurysm expansion. The physician elected to implant an endurant aortic cuff, however the alleged type 1a endoleak did not resolve and the physician stated that it was not a proximal type ia endoleak it was a type iii fabric endoleak. The physician implanted an endurant aui stent graft with a fem-fem bypass and the type iii fabric endoleak was resolved. The physician stated that the cause of the event was due to the advancement of the disease in the proximal neck leading to contrast leaking through the graft. The physician stated that there were no issues with the endurant aortic cuff. No additional clinical sequelae were reported and the patient is fine.